Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Variax hand case 5th metacarpal - when putting in last screw in oblong hole the screw didn't tighten into the plate, it went through the plate and did not grab on the plate. Surgeon stated that fixation was obtained and left screw implanted with plate and case completed without delay or any consequence.